Event description:
Customer reports potential false negative result from one sample.

Manufacturer narrative:
Customer reports observing potentially false positive result when testing one patient sample. Customer provided data to technical support team. Technical support team note that the data shows early covid amplification. Customer has been advised on potential temperature control issues and high viral titre. Request for the customer to repeat the sample run with dilutions as per IFU. No response has been received from the customer at this time. Customer did not provide lot number of suspect device. No internal investigation has been performed. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.